Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a battery out limit alarm on the insulin pump multiple times. Customer stated that the batteries were out of the insulin pump greater than duration allowed. Customer's blood glucose reading at the time of the call was 48 mg/dl and has treated with food. No further information reported.